Event description:
It was reported the ventricular impedance has decreased and the unipolar measurement is greater than the bipolar. It was noted there were non physiologic intervals recorded. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Short interval counts (sic) were also observed. It was later reported that occasional oversensing or noise had been seen. Automatic and manual threshold measurements were very different and variable. The lead was capped and replaced with no complications.

Manufacturer narrative:
(B)(4)